Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly underwent explant surgery due to the electrode position. The external visual inspection revealed silicone damage near the fantail and on the top cover, and the electrode was severed near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly recovered following explant surgery. This is the final report.